Manufacturer narrative:
The device was returned for analysis and visual inspection of the lead found the lead insulation punctured at the s-curve region, consistent with guidewire perforation. The inner coil was kinked in this location. Electrical testing performed resulted in normal lead characteristics. Conductor continuity and conductor short tests were performed while manipulating and stretching the lead and all electrical measurements were within specification. No electrical anomalies, conductor fractures, or internal shorts were found. The reported event of the lead being perforated by a guidewire was confirmed; the cause of the reported event was consistent with procedure related use.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, the left ventricular (lv) lead was perforated by the guidewire. A new lead and guidewire were used to finish the procedure, and the patient was stable with no consequences.